Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer can only see the word medtronic on the screen. The customer also noticed crack on the battery compartment. Blood glucose value at the time of event was 311 mg/dl. Troubleshooting was performed and the customer reported frozen display. Customer stated that pump error alarm occurred during or after button was unresponsive. Customer was able to clear the alarm. Customer reported that the insulin pump button did not began to work in less than 5 minutes without battery change. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Customer returned device for an alleged frozen screen, keypad unresponsive, e/a alarm unspecified, and cosmetic damage at the back of the device found on (B)(6) 2022. Allegation to high bgs noted. Device was received with a critical device error (open book image) alarm. Keypad traces were inspected and no physical or moisture damage on the keypad traces was noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the [force sensor/electrical board2/motor]. Successfully downloaded firmware using crest. However, device failed to enter recovery mode preventing download of history files and traces using thus. Force sensor zero offset within specification (22.7mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, cracked battery tube threads, and cracked case on the battery tube side. Cosmetic damage was confirmed where cracked battery tube threads and cracked case on the battery tube side was noted. Unable to verify frozen screen due to critical pumdevice p error (open book image) alarm. Unable to verify keypad unresponsive due to critical pump error (open book image) alarm. Unable to verify e/a alarm unspecified due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to moisture damage on the force sensor. Unable to download history files and traces confirmed. Device exposed to moisture confirmed at [force sensor/electrical board/motor]. Unable to verify customer alleged for high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.